Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while the avea ventilator was being used on a patient. The customer noticed "device error" message display on the ventilator and "inspiratory temp errors" in the device log. The device was removed from service, and the patient was placed on another ventilator. The customer reported no harm or injury on the patient.